Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 16, 2014.

Manufacturer narrative:
This report is filed march 18, 2014.